Event description:
It was reported that, "pt is still experiencing pain on the right side of her right knee with no flexibility, and abundant scar tissue present. The knee is always not to the touch and is becoming less mobile/flexible on a daily basis. Arthroscopic surgery scheduled on (B)(6) 2011 to remove scar tissue and improve mobility. Pt is inquiring if any of her implants are part of a recall and would like an answer prior to her scheduled procedure on (B)(6) 2011 to determine if she will proceed with additional surgery at this time."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.